Event description:
It was reported that a spectrum pump displayed system error 322. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.